Event description:
Allegedly, a nurse developed a latex allergy while using unidentified gloves. Ssl americas, inc. Was notified of the alleged event through a process of litigation involving many companies. It is unclear that their device was used or caused any injury to the pt.